Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. Additionally, the right atrial (ra) lead was noted to be undersensing leading to false atrial tachycardia (at)/atrial fibrillation (af) termination. Both leads remain in use. No patient complications have been reported as a result of this event.